Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother was unable to test with her onetouch ultramini meter. The csr noted that the patient was testing in the meter's memory mode. The (B)(4) spoke with the patient's daughter on (B)(6) 2012 and obtained the following information: the patient tests four times a day and manages her diabetes with novolog insulin (sliding scale based on reading) three times a day and lantus insulin (12 units) at 7pm. The patient's daughter alleged that the issue began on (B)(6) 2012 at 7am. The patient reportedly did not take any action or make any changes to her diabetes management routine after the alleged issue occurred. According to the patient's daughter, around lunch time, the patient reportedly developed symptoms of sweating, difficulty in breathing, and felt hot. At the onset of her symptoms, the patient's daughter contacted her mother's physician and based on the patient's blood glucose readings for the past month, the patient's physician advised the patient's daughter to administer 5 units of insulin (just for that day) as treatment. The patient's daughter did not test her mother on a secondary/back up device. The patient reportedly felt better soon after. During troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims her mother was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.